Manufacturer narrative:
Additional information .  The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set had a loose connection. It was further reported that the loose connection was between the patient adaptor of the transfer set and a titanium adapter. There was no allegation against the titanium adapter. This was found during use. The home patient used the transfer set for two (2) months. There was no patient injury or medical intervention associated with this event. No additional information is available.